Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open pacemaker procedure, the thread of the device snapped broken. Bleeding was noted but not equal to or more than 500cc. Suture was aborted and a manual hold was done to resolve the issue. There was no patient injury.